Event description:
Boston scientific received information that during a routine follow-up visit it was found that this pacemaker system was exhibiting noise, loss of capture and high out of range pace impedance measurements. The patient's lead was a competitor's product. The lead had switched from bipolar to unipolar configuration. The patient had experienced a few dizzy episodes and was pacemaker dependent with an underlying rhythm of complete heart block. Subsequently, an x-ray was performed and it was determined that the rv lead was not completely inserted into the header of the pacemaker therefore, the patient underwent a revision procedure. The lead was successfully advanced into the header and no further complications were reported. No adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.